Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of cold and peritonitis in a patient (born in 1934) coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During a call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient experienced a cold manifested as felt chilly and runny nose. The patient was self treated with unspecified cold and arthritis medication. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On (B)(6) 2012, the patient was hospitalized for peritonitis. On the same day, the patient started treatment with cefazolin (1gm, daily, ip) and fortum (1gm, daily, ip) for peritonitis. The cause of peritonitis was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Additional information: further information was provided by a nurse. On an unreported date, the patient's clinical status was improving according to the treatment of peritonitis but the patient was diagnosed with a large ovarian tumor. The patient also experienced bleeding, manifested by red effluent during treatment. The ovarian cancer was suspected to have caused the red effluent but the physician thought the catheter caused the bleeding and indicated the catheter to be removed. On (B)(6) 2012, the patient stopped the treatment for peritonitis. On an unreported date, the patient was transferred to another hospital for treatment. The patient was recovering from this peritonitis event. The outcome for the ovarian tumor and bleeding was not reported. Per the nurse, the peritonitis event was not related to baxter products.